Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since the patient's implantable pulse generator (ipg) was changed the incision wound has not completely healed. The patient has also experienced an infection. The implantable pulse generator (ipg) system was explanted. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.